Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber was noted to be defective and progressively deteriorating from the beginning of use and at 259,029 joules and 41 minutes was not transmitting the laser anymore. The fiber tip detached inside the patient and was retrieved using "grasping forceps". The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber was noted to be defective and progressively deteriorating from the beginning of use and at 259,029 joules and 41 minutes was not transmitting the laser anymore. The fiber tip was observed to be detached. It was not reported if the fiber tip detached inside or outside of the patient. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.